Event description:
It was reported that a ring on the plate popped out when removing drill guide. Surgeon decided to leave the plate in place as it was the last screw. Patient outcome: no adverse effect reported as a result of this event.